Event description:
As the patients were being transported in the hill rom beds the left wheel on the foot end of the two beds bent at the junction of the metal bed support and the beam attached to the wheel. This happened on two beds at separate times with different patients.====================== manufacturer response for hospital bed, advance series bed======================bed frame was exchanged.